Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported fluid intrusion. The evaluation found the device's wireless connection capabilities inoperable due to a check battery alarm. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, rendering the unit irreparable. The device was retired from service.

Event description:
It was reported that a wireless battery module g had fluid intrusion and it "shorted it out." It was also reported there was no patient involvement.